Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the severely tortuous unknown vessel. The 2.50x24mm taxus liberte stent dislodged into the 'coronary'. A snare was used to successfully retrieve the stent. Patient status reported as "good". Additional information was requested but not provided.